Event description:
It was reported that a charging pad did not function, with no indicator light when an ilet and a phone were placed on it, despite a verified working wall outlet and cables. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed a nonfunctional charger accessory consistent with a charging failure, and replacement was arranged. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger accessory.